Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while a consultant was drawing up medication using a bd plastipak¿ 30ml hypodermic luer slip syringe, he noticed the plunger appeared to have foreign matter in it. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: two pictures and one sample were received by our quality team for investigation. Upon visual inspection of the pictures and sample received, black and grey foreign matter on syringe plunger can be verified. Additional visualization was performed using 10 times magnification and it was identified that the foreign matter is formed by polypropylene fibers, silicone and dirt from assembly process. DHR of lot 1706212p has been reviewed not finding any annotation or deviation regarding the alleged defect. Equipment of manufacturing line is regularly cleaned according to procedure (B)(6): once per shift or during any long stop of the manufacturing line. Always any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Sub-process molding: 2 injections per shift printing: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22 assembly: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22 primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22 secondary packaging: 1 shelf-package per pallet. Based on the samples received and the investigation, the root cause of this incident is related to the manufacturing/assembly process. The manufacturing line equipment is regularly cleaned according to procedure and final products in this manufacturing line, for this reference and lot size are sampled and are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Unfortunately this syringe was not detected during the visual and functional inspections and the appropriate personnel have been notified of this incident. According to severity and occurrence no corrective action is required.